Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and syringe plunger not in place was recorded in history related to reported problem. During analysis, the reported issue was able to be duplicated. Plunger cable does not operate as intended. Service replaced plunger cable also replaced plunger board for preventive performed pm maintenance and all functional testing.

Event description:
It was reported that an error code syringe plunger not in place.